Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. Customer was asleep and she went very low. Customer's husband called the paramedics. Customer had treated a high blood glucose of 402 mg/dl before going to bed. The paramedics treated at the scene. Nothing further reported.